Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2014; c4tr01 ipg, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead showed elevated threshold in clinic. The physician had cut the insulation when removing the sutures from the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.